Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The top case was chipped at the front corner. There was a check clutch reverse alarm in the event history log. The customer reported product problem could not be verified after multiple flow and occlusion tests. The check clutch error was not reproduced. The investigator believed that the product issue originally occurred because the clutch was released during an infusion, causing the check clutch/ plunger lever error. The root cause of the product problem was therefore attributed to user error.

Event description:
It was reported that the device displayed a check clutch plunger lever alarm. No patient injury or complications were reported in relation to this event.